Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation the user's report was confirmed. The camera was plugged into the processor and no image was present due to a faulty cable. Additionally, a puncture in the cable caused the unit to fail the leak test and the rear cover packing cab was worn out. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k autoclavable camera head was not communicating with the processor during preparation for a diagnostic procedure. According to the initial reporter, when he plugged the camera into the processor, nothing happened, the color bars remained on the screen. Reportedly, the procedure was completed without any patient harm, though the specifics of how were not provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s probable that the loss of image was due to a faulty cable. It¿s likely that water entered from a puncture on the cable and deteriorated the cable. The root cause of the faulty cable was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.